Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this previously abandoned right atrial (ra) lead was part of a system revision due to infection. Reportedly, the pocket swabs were able to grow steph. The field representative was uncertain if the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This previously abandoned ra lead was now explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 25 centimeters (cm) from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences. Patient code 3191 is being used to capture the additional intervention performed and captures the reportable event of surgery.

Event description:
It was reported that this previously abandoned right atrial (ra) lead was part of a system revision due to infection. Reportedly, the pocket swabs were able to grow steph. The field representative was uncertain if the patient was treated with intravenous antibiotics. Additional information indicates that the patient also had staphylococcus aureus. There were no additional adverse patient effects reported. This previously abandoned ra lead was now explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 is being used to capture the additional intervention performed and captures the reportable event of surgery. This supplemental report is being filed to correct the entry in the h6: patient codes and patient code description and h10: additional MFR narrative.

Event description:
It was reported that this previously abandoned right atrial (ra) lead was part of a system revision due to infection. Reportedly, the pocket swabs were able to grow steph. The field representative was uncertain if the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. This previously abandoned ra lead was now explanted. Additional information indicates that the patient also had staphylococcus aureus. There were no additional adverse patient effects reported. This previously abandoned ra lead was now explanted.